Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on (B)(6) 2023 the patient reported experiencing elevated blood glucose of 14-18 mmol/l on (B)(6) 2023 and she felt weak, was vomiting, and had issues breathing. She does not recall the last time she took insulin. The patient¿s husband contacted paramedics and they were unable to obtain a blood glucose reading on their meter. The patient was not treated by paramedics. She was transported to the hospital and her blood glucose measured 55 mmol/l upon arrival. She was treated with an IV of insulin and either electrolytes or potassium. She was discharged on (B)(6) 2023. The patient mentioned there may have been an issue with her medtronic 770g insulin pump infusion tubing. The patient takes humalog lispro insulin and typically takes around 27 units in 24 hours. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).